Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead product ID 97791 serial# unknown product type accessory product ID 97791 serial# unknown product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating the leads were broken.

Event description:
Information was received from a manufacturer representative (rep) and a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that around january of this year the pt reported no falls or trauma, but they had a sudden loss of therapy and return of pain. Rep reports another rep interrogated the patient's system showing electrodes 1, 2, and 5 at 26,000/35,000/35,000 ohm. Rep reports being notified by the hcp of replacement surgery. At pre-op impedance check the pt's impedances were out of range with left impedance 0-7 all orange with 16,000 ohms and the rest being at 32,000 and higher. Rep reports the 8-16 electrodes were above 16,000. The issue was resolved by replacing the system. Rep reports the pt was reporting great coverage after surgery. Rep reports the devices are in their possession and will be returned.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product: 97715, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product: 977a260, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment (s) determined that continuity was complete and there were no electrical shorts between the circuits. Product: 977a260, s/n: (B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the 1, 2, 3, 4, 5, 6 conductors were broken; 19 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.